Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: a 40-year-old male with acute myocardial infarction complicated by cardiogenic shock was supported with an impella cp (sn (B)(6)) implanted percutaneously via the right femoral artery on (B)(6) 2026 at 16:00. During support, the patient experienced a drop in hemoglobin to 6.4 g/dl on the night prior to explant, for which one unit of packed red blood cells was administered. The patient was successfully weaned from mechanical circulatory support. Following removal of the impella cp, angiography of the right common femoral artery demonstrated the impella access site was located above an anatomically low epigastric artery. Due to concern for potential bleeding and posterior hematoma, contralateral access was obtained, the perclose sutures were tightened, and a 6f angio-seal closure device was deployed. Final angiography from the contralateral access site was unremarkable with no evidence of active bleeding. Based on the available information, this complaint involves a report of anemia requiring transfusion in a patient supported with an impella cp for ami with cardiogenic shock, with the patient injury attributed to impella per reporter assessment. Review of the information provided did not identify evidence of device malfunction, failure, or damage, and the device functioned as intended during use. Vascular anatomy, including a low epigastric artery, was noted as a contributing factor managed per standard interventional techniques. The device was not removed due to a failure mode, and the event is considered a patient injury without device involvement. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Event description:
Additional information received on 05may2026 the anemia resolved with blood given. A 40-year-old male with acute myocardial infarction complicated by cardiogenic shock was supported with an impella cp (sn (B)(6)) implanted percutaneously via the right femoral artery on (B)(6) 2026 at 16:00. During support, the patient experienced a drop in hemoglobin to 6.4 g/dl on the night prior to explant, for which one unit of packed red blood cells was administered. The patient was successfully weaned from mechanical circulatory support. Following removal of the impella cp, angiography of the right common femoral artery demonstrated the impella access site was located above an anatomically low epigastric artery. Due to concern for potential bleeding and posterior hematoma, contralateral access was obtained, the perclose sutures were tightened, and a 6f angio-seal closure device was deployed. Final angiography from the contralateral access site was unremarkable with no evidence of active bleeding based on the available information, this complaint involves a report of anemia requiring transfusion in a patient supported with an impella cp for ami with cardiogenic shock, with the patient injury attributed to impella per reporter assessment. Review of the information provided did not identify evidence of device malfunction, failure, or damage, and the device functioned as intended during use. Vascular anatomy, including a low epigastric artery, was noted as a contributing factor managed per standard interventional techniques. The device was not removed due to a failure mode, and the event is considered a patient injury without device involvement. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Patient-device interaction (anemia ): the root cause of the injury was not determined due to insufficient clinical details. B1 product problem omitted. H6 medical device problem code difficult/unable to insert through other device was omitted.